Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an allergy to the pod¿s adhesive while wearing the device on the abdomen between 49 and 71 hours. Additionally, the patient¿s blood glucose level was reported to have increased to over 30 mmol/l (540 mg/dl). The patient reported that the pod site was red and swollen. The patient sought medical attention on (B)(6) 2025 at (B)(6). The patient's diabetic nurse prescribed a nasal spray (fluticasone nasal spray) to help prevent allergic reactions. The patient was released the same day. A new pod was placed.